Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information implantation occurred in (B)(6) 2019. Testing of the implant was done 3 consecutive times intra-operatively and revealed a normally functioning implant. On (B)(6) 2025, the patient started to complain of difficulty operating implant. Clinical examination revealed a malfunction in the pump. Patient had a replacement surgery. During the replacement operation, a tear in the tube that connected the pump and left cylinder was found.